Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain in the lower abdomen') in a female patient who had essure (batch no. C26962) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), nightmare ("nightmare for eight months"), fatigue ("fatigue / daily fatigue"), asthenia ("asthenia"), the first episode of insomnia ("insomnia"), visual impairment ("vision problem"), dry eye ("dry eyes"), neck pain ("cervical pain"), arthropathy ("joint problems"), ear pain ("ear pain"), rhinalgia ("nose pain"), oropharyngeal pain ("throat pain"), malaise ("I am not well at all"), pain ("daily pains / pain throughout the body,"), heavy menstrual bleeding ("haemorrhagic periods"), tinnitus ("tinnitus"), eye irritation ("eye irritation"), pain in jaw ("jaw pain"), pain in extremity ("pain in hands"), pruritus ("itchy body"), urinary tract infection ("urinary tract infection"), urinary incontinence ("urinary leakage") and the second episode of insomnia ("insomnia"). The reporter considered abdominal pain lower, arthropathy, asthenia, dry eye, ear pain, eye irritation, fatigue, heavy menstrual bleeding, malaise, neck pain, nightmare, oropharyngeal pain, pain, pain in extremity, pain in jaw, pruritus, rhinalgia, tinnitus, urinary incontinence, urinary tract infection, visual impairment, the first episode of insomnia and the second episode of insomnia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 21-sep-2022. The most recent information was received on 29-sep-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("pain in the lower abdomen") in a 45 year-old female patient who had essure inserted (lot no. C26962). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted (intra-uterine). An unknown time later she experienced abdominal pain lower (seriousness criterion medically important), nightmare ("nightmare for eight months"), fatigue ("fatigue / daily fatigue"), asthenia ("asthenia"), a first episode of insomnia ("insomnia"), visual impairment ("vision problem"), dry eye ("dry eyes"), neck pain ("cervical pain"), arthropathy ("joint problems"), ear pain ("ear pain"), rhinalgia ("nose pain"), oropharyngeal pain ("throat pain"), malaise ("I am not well at all"), pain ("daily pains / pain throughout the body,"), heavy menstrual bleeding ("haemorrhagic periods"), tinnitus ("tinnitus"), eye irritation ("eye irritation"), pain in jaw ("jaw pain"), pain in extremity ("pain in hands"), pruritus ("itchy body"), urinary tract infection ("urinary tract infection"), urinary incontinence ("urinary leakage") and a second episode of insomnia ("insomnia"). The reporter considered abdominal pain lower, arthropathy, asthenia, dry eye, ear pain, eye irritation, fatigue, heavy menstrual bleeding, the first episode of insomnia, the second episode of insomnia, malaise, neck pain, nightmare, oropharyngeal pain, pain, pain in extremity, pain in jaw, pruritus, rhinalgia, tinnitus, urinary incontinence, urinary tract infection and visual impairment to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Batch no c26962 production date 2014-02-26 expiration date 2017-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-sep-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.